Manufacturer narrative:
There was no pt impact associated with this event. The pump was returned to animas for evaluation. Evaluation revealed a misaligned display screen and dislodged force sensor pins. The pump could not be primed during evaluation.

Event description:
Evaluation revealed a misaligned display screen and dislodged force sensor pins.